Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The bottom case was damaged and the tamper seals were removed. There was motor rate error in history. An occlusion test was performed. The reported product problem (motor rate error) was replicated during testing. The error was produced because the motor assembly was worn (the parts were over six years old). No real fault was found with the pump outside of the normal wear and tear. The motor assembly was replaced. The device then passed all the functional tests.

Event description:
It was reported that the medfusion pump had a motor rate error during the motor drive test. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: additional information- the reporter confirmed the device issue was detected during testing with no patient involvement. Device evaluation- the device was returned for evaluation. The returned device showed damage to the bottom case. The top case was not a smiths medical component. The device was given functional testing and found to meet with specifications. The reported issue was not confirmed during testing. An examination of the device event history log showed the device had a "motor rate error" message. The leadscrew, clutch spring and clutch halves were replaced since the error was shown in the history; however no functional issues were found during test.